Manufacturer narrative:
Lumenis tried to contact the patient 3 attempts to collect information and investigate the adverse event. Unfortunately, the patient didn't provide any information besides the initial report she wrote at lumenis (B)(6) page. Without further information, lumenis cannot investigate the event and conclude on a root cause. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an 'abundance of caution'. Should additional information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
Following treatment with a lumenis device at a foreign facility, a patient-reported on permanent damage to her face. No further information was received by the patient.